Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) for intestinal polyps procedure performed on (B)(6) 2022. During procedure and after performing polypectomy, the clip was used to close the wound. However, the clip was loose and the tip of the clip fell off and was stuck inside the scope. The clip was retrieved from the scope, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a150208 captures the reportable event of the tip of the clip fell off and was stuck inside the scope. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The device was returned without its outer-sheath. Microscopic examination was performed and it was found that the bushing had hit marks. Dimensional analysis was performed on the bushing outer diameter and it was within specification. Additionally, the yoke dimensions were not able to be measured since the yoke was not returned. No other problems with the device were noted. The reported event was confirmed. It is possible that the device remain stuck into the scope as the condition of the clip being detached from the control wire, allowing the clip to move freely and without any restriction inside the scope. Additionally, the found hit marks on the bushing is likely due to the interaction between the yoke and the capsule while trying to deploy the clip. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) for intestinal polyps procedure performed on (B)(6) 2022. During procedure and after performing polypectomy, the clip was used to close the wound. However, the clip was loose and the tip of the clip fell off and was stuck inside the scope. The clip was retrieved from the scope, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.